Event description:
It was reported that deflation failure occurred. A 3.0x60x150 (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon was found difficult to deflate after the intervention. The procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.

Manufacturer narrative:
Device eval by MFR: the device was returned for analysis. The returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and then deflating it. There were no issues inflating or deflating the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that deflation failure occurred. A 3.0x60x150 (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon was found difficult to deflate after the intervention. The procedure was completed with another of the same device. No complications were reported, and the patient was stable after the procedure.